Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up was conducted to the FDA for the account and/or contact information in order to obtain additional information regarding the event. To date, no response has been received. If additional information is received at a later date, a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.